Event description:
On (B)(6) 2011 getting lower pace impedance on this lead than normal. Normally around 400, but today it was 250. This is all in unipolar. When I went to bipolar, it dropped to 180. Left him in unipolar. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).